Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/11/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomtant bwi products: soundstar catheter (model # unknown, lot # unknown); concomitant non-bwi products: cryoballoon ablation catheter (brand-unspecified). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cryoballoon ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Cryoballoon pvi was performed and a voltage map was created. Since ablation data for the 4 pulmonary veins was unavailable, pvi was performed again with the smarttouch sf catheter. Since there was a low voltage zone at the posterior wall, roof and bottom lines were created, and a box isolation was performed. Voltage map was re-created, revealing that pvi was successful. After cti ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter and confirmed via body surface echocardiography. Pericardiocentesis yielded an unspecified volume of fluid. Blood pressure stabilized and the procedure was completed. There is no information regarding extended hospitalization. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. It is unknown whether the adverse event was related to the cryoballoon ablation catheter or the smarttouch sf catheter. Physician indicated that a left-sided effusion (as a result of pvi) may have occurred over time, as opposed to a right-sided effusion (as a result of cti). Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter re-zeroing. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cryoballoon ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).